Event description:
During a laparoscopic cholecystectomy procedure, the high frequency cord used with the monopolar endoscopic instrument caught fire at the joint between the connector to the electrosurgical unit and the cord. This caused the high frequency cord to sever in two. The fire was extinguished. This is the third such occurrence of the same event (ie with different cord each time).